Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient arrived for an unrelated medical procedure and upon examination, it was found that the lead was pro truding through the tissue. The lead was explanted and replaced. The patient was treated with antibiotics and wore a lifevest while waiting for re-implant. No further patient complications have been reported as a result of this event.